Event description:
Agent ide study it was reported that restenosis and unstable angina occurred. In (B)(6) 2021, a target lesion in the proximal rca was treated with balloon angioplasty and a 3.50 x 20mm synergy drug eluting stent. In (B)(6) 2022, the subject presented with unstable angina (braunwald classification: iia) and was referred for the agent ide study. Heparin or other antithrombotic were administered at the time of index procedure. The in-stent restenosed target lesion was located at the proximal rca and was 24 mm long with a reference vessel diameter of 3.50 mm. The target lesion was predilated with a 3.50 mm x 20 mm angioplasty balloon and a shockwave balloon. Following pre-dilation, the lesion was successfully treated with a 3.50 mm x 30 mm agent dcb with 0% residual stenosis and timi flow of 3. The subject was discharged with aspirin and clopidogrel.